Event description:
The tsh and free t4 result was lower for one sample on the original run than on repeat. The original results were 0.040 miu/l for tsh and >0.023 ng/dl for free t4. Upon repeat the results were 7.98 miu/l for tsh and 1.05 ng/dl for free t4. Reporter indicated that there were no error flags or alarms associated with the original run. The field service engineer verified system functionality and was unable to determine the cause of the event.